Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) was peeling . There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was kinked at 42cm from proximal end and the ptfe coating was peeled around the body. No other coating anomalies were found during ptfe adhesion (dowel) test. The guidewire dimensions were within specification. It is most likely that excessive manipulation and high friction during advancement of the guidewire through the catheter have resulted in the observed guidewire damages. As the friction has been determined to be related to procedural factors, therefore; a root cause of operational context has been assigned to the event.